Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient returned later the same day and tracking was possible so treatment was completed without patient harm. The laser had not fired during the initial treatment.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) found the eye tracker is tracking without issues for other patients. No technical root cause was identified as the system was working within specification. The possible root cause is eye anatomy of the patient. (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported unable to track the patient's eye during treatment. The customer noted the tracker target was fine. Additional information requested.